Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After the tka case was completed, the post-op radiographs showed what appears to be a misaligned femoral component. The component appeared to be in extension and there was significant femoral notching.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. An event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. A review of the DHR associated with rio 590 found the pt review successfully passed, all associated nprs have been closed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events femoral notching. There were 6 other reported event (B)(4). Product inspection could not be completed as the session file and vplogs were not uploaded after 3 communication attempts. An investigation cannot be completed without the session file and logs. Device not returned.

Event description:
After the tka case was completed, the post-op radiographs showed what appears to be a misaligned femoral component. The component appeared to be in extension and there was significant femoral notching.